Manufacturer narrative:
In this MDR, bd site in sparks, md has been listed in sections d.3. And g.1. As fukushima, jp is a repackaging site for the japanese market only. E1. Initial reporter facility name: (B)(6) hospital. D4. Medical device lot #: 4193239 was reported; however, this is not a lot # manufactured for the reported catalog #. Updated to unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of a bd bactec¿ mgit¿ 960 pza kit, one (1) vial was observed to be contaminated with a "floating object." There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary - this complaint is for material number 251827, kit batch number unknown, component batch number 4193239 for foreign material. This product is repackaged in japan from material number 245128 to 251827. The investigation details regarding production and quality inspection are based on manufacturing records for 245128. Mgit 960 pza kit is composed of mgit pza solution and mgit 960 pza supplement. Bactec mgit 960 pza is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered. The vials are lyophilized and crimp caps are applied per standard operating procedures (sop). Bactec mgit 960 pza supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Two bactec mgit 960 pza vials are then manually packaged with six bactec mgit 960 pza supplement vials to complete a bactec mgit 960 pza kit (material 245128). No batch number for kit batch was available for review. However, component batch number was confirmed via the photos provided for investigation. Batch history record reviews for mgit 960 pza supplement batch was satisfactory per internal procedures. Formulation, filling, torquing, and packaging processes were within specifications qc inspection and testing were satisfactory at time of release. No other complaints have been taken for component batch 4193239. Two photos were received to assist with investigation. One photo show 1 vial of pza supplement displaying batch number 4193239 and expiration date 2026-01-14. A second photo shows the vial from a different angle; this photo shows a foreign object, which appears to be cotton like in texture and irregular in shape. This complaint can be confirmed for presence of foreign material. No complaint trends for this defect have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for presence of foreign material.

Event description:
It was reported during use of a bd bactec¿ mgit¿ 960 pza kit, one (1) vial was observed to be contaminated with a "floating object." There were no health impact or consequences reported.